Event description:
This complaint is related to 1 explant. The original date was 2005 and the explant was 2006. The patient is a practicing dentist who experienced pain post-operatively and dr decided to remove the artelon. The surgeon determined ther was an osteolysis issue. It is believed screws were the method of fixation.